Manufacturer narrative:
Product complaint # (B)(4). H3 investigation summary: the product was returned to ethicon for evaluation. One unopened sample was received for analysis. The product code is vcp442h. During the initial l inspection of the sample, the foil packet received shows excessive wrinkles, creases and kinks also a hole that is located in a kink could be observed on the top foil. The holes appear to be caused outside in by an unknown object affecting the integrity of the sterility. Additionally, a photo was provided, and it showed the same condition of the received sample. Due to the damages found on the device, the complaint is confirmed. The condition of the package is indicative of handling and storage issues that occurred outside of ethicon control. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. Before use on the patient, it was reported that during normal checking, the surgeon noted the package with air leakage issue, not involved in any surgery. Another device was used to complete the surgery. Enclosed please find defect photo. No additional information could be provided. There were no adverse consequences reported. Additional information was requested.